Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The power line fuses were replaced and the issue was resolved. The fuses were discarded on-site, so no part return is expected. However, part replacement resolved the issue.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not boot up. Also, it was reported that when the system is plugged into outlet power, the line power light does not illuminate. There was no patient present when this issue was identified.